Event description:
Procedure: right shoulder arthroscopy, open biceps tenodesis. During tenodesis, incision of 4 cm. Was made; biceps tendon was identified and with a little difficulty, release of biceps tendon was accomplished. A drill hole was then made around the area of the sub-pectoral region into the biceps tendon groove, requiring two drill holes. The first one could not get the screw to grab very well, so surgeon went more distally to get better position. A 7 mm over drill was made over a guide pin, and then the tendon was pressed into the hole using small tendon fork. Biceps tendon held into position using pin and interference screw. It took a couple of attempts to get the biceps tendon to settle into an appropriate area. The first time, it was tapped into place using a mallet and a small piece of the tendon fork broke off into the bone. Arthroscope was used to locate the bone; it was not located. X-ray was taken to identify and it was located deep into the bone. It was left intact rather than causing any more damage in attempts to remove the fragment. It was in the center of the bone on both ap and lateral planes radiographically. (B)(6).